Event description:
Complainant alleged that during biomed testing the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corp for evaluation. Instead, the suspect bridge module was returned. Our evaluation of the module verified the reported malfunction and attributed the failure to a faulty insulated gate bi-polar transistor.